Event description:
Additional information received from affiliate on 27february 2018: reported it was the tip of the inserter that broke on the implant. The quality of the patient¿s bone is unknown. It is unknown if the insertion was off axis. The surgeon mentioned he twisted the inserter when he removed. The same bone hold was used to complete the procedure. The tip of the inserter was left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the broken part of complaint device's inserter remain in patient and other parts of the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's lot number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number and expiration date are currently unavailable

Event description:
It was reported by our affiliate that the panalok loop was used during the arthroscopic bankart repair on january 25, 2018. When the anchor in question was placed to the bone, the tip of the inserter within the anchor was broken. It was found by the post-operative x-ray images. It was not certain yet at this moment whether the anchor will be removed. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient.